Event description:
It was reported to philips that during an fco implementation, the field service engineer tried upgrading the device software but the system "hung". The fse tried to replace the processor pca which resulted in a blue screen. The fse upgraded the software again, the system hung, and would not switch on. There was no patient involvement.